Manufacturer narrative:
As of 10/23/2017 unused returned product and retained samples were submitted to the lab for testing in addition to evaluate the biocompatibility and latex screening studies. While every attempt is made to develop a product that meets all users' needs, there is always a possibility that some consumers may be sensitive to certain adhesives, materials, foods and medicines that can potentially cause irritation to the skin. The product's labeling has a warning that it is a strong adhesive not intended for use on delicate or sensitive skin.

Event description:
Consumer stated that she had a rash after wearing the product.